Manufacturer narrative:
Investigation is currently underway.

Event description:
Please refer to the attached complaint report

Manufacturer narrative:
Conclusions: inspection of returned product summary: the hi-torque connect flex, 12g, 300cm guidewire that failed during the procedure was not returned for inspection. As the device was not returned for investigation, the root cause of the incident cannot be concluded. However, the incident complaint dialog contained information that resistance was experienced during the advancing of the hi-torque connect guidewire due to the restenosis nature of a closed stent. 3 cm of the guidewire distal end was separated during the procedure of treating a severe calcified lesion with 95% stenosis in the popliteal artery. A severely calcified, 95% re-stenosed lesion might be difficult challenge for the guidewire. The hi-torque connect dfu warns that the guidewire is delicate instrument and must not be advanced, withdrawn or torqued if resistance is met. The guidewire must be advanced or withdraw slowly. Guidewire manipulation must always be observed under fluoroscopy. It was reported that the separated piece of the guidewire was left in the patient anatomy and embedded to the vessel wall in the target lesion using a stent. The patient was treated successfully. There was no clinically significant delay in the procedure due to the issue. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device and tensile and knot index tests of the raw material were performed according to the specification and passed. The other required inspection and test were performed and passed. The review of the design fmea was carried out and this has indicated that the risk was included and current controls can be considered sufficient. Based on the information provided above, no definitive conclusion has been drawn as to why the guidewire was fractured during the procedure. The root cause of the incident remains unknown. (B)(4).

Event description:
The incident report contained the following information: "it was reported the procedure was to treat a lesion in the popliteal artery. The distal 3 cm of the connect flex guide wire was sheared off by the balloon catheter during use. A ht command guide wire was advanced and a stent was deployed, embedding the separated portion of the connect guide wire to the vessel wall in the target lesion. There was no clinically significant delay in the procedure due to the issue. No additional information was provided. The device was requested, but will not be returned as it was discarded."